Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 24-apr-2023, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges and analyzer that yielded a false positive discrepant result of 0.44 ug/l on a 5 month year old male patient presented with flu like illness, and chest pain. There was no additional patient information at the time of this report. Return product is not available for investigation. Method. Date. Collected. Tested. Results. Comments. I-stat. (B)(6) 2023. 14:53. 15:04. 0.44 ug/l. Originally. Run by poc operator at (B)(6) hospital. I-stat. (B)(6) 2023. 14:53. 15:51. 0.00 ug/l. Rerun by lab scientist. On I-stat. In lab. I-stat. (B)(6) 2023. Ni. 17:30. 0.00 ug/l. Re bleed done. (22019847 - new request). At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The customer performed a test using troponin t and the result was 6 ng/l (neg), presumably negative, also not a comparable test to I-stat. Based on the limited information available, there is no evidence the patient suffered an mi. It is also noted that the customer is comparing across platforms in this case which is not recommended by the FDA. The customer is comparing the I-stat troponin I against troponin t and the results of different troponin assays are not generally comparable: ctni and ctnt are distinct molecules and results are not interchangeable, nor comparable. In addition, significant variation in absolute troponin values may be observed for a given patient specimen with different analytic methods. Refer to FDA publication "troponin: what laboratorians should know to manage elevated results" (1). MDR filed as a potential product malfunction, that has been determined if the malfunction were to recur it is likely to cause or contribute to death or serious injury. The investigation is underway. Per I-stat system manual: art: 715595-00v. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03. (Represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08. (Represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 06-sep-2023. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Al (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot b23116a.